Manufacturer narrative:
Evaluation summary - the returned portion of the product (part number pla280300) included the delivery catheter only. The investigation revealed that the leading olive remained intact and smooth for all circumference. The through hole on leading olive and the trailing olive hole for deployment line exhibited notches. The polyimide guidewire lumen exhibited a kink at adjacent to the leading end of the trailing olive. The reported instance could not be reproduced as the device remained implanted inside the patient and is therefore unavailable for engineering evaluation. The root cause could not be determined based on the currently available information and evaluation on the returned portion of the product. (B)(4). The sizing guide for the trunk-ipsilateral leg endoprosthesis recommends using and aortic endoprosthesis diameter of 26mm for an intended aortic vessel diameter range of 22-23 mm and 28.5mm for an intended aortic vessel diameter range of 24-26 mm. It is recommended that the gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing).

Event description:
On (B)(6) 2015, an additional procedure was performed whereby an aortic extender component was implanted for proximal extension. The physician experienced initial difficulties during the deployment of the device, but subsequently the endoprosthesis deployed normally.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Patient medications include an anti-platelet agent and a prophylactic dose of low molecular weight heparin (dvt prophylaxis).(B)(4)

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported all devices were implanted with no issue, however, intra-operative imaging identified a proximal type I endoleak. Additional ballooning was performed but imaging showed only partial resolution of the endoleak. The physician elected to conclude the procedure and will continue to monitor the endoleak. The patient tolerated the procedure. According to the report, the endoleak may have been caused by an undersized trunk-ipsilateral component and calcium in the proximal aortic neck. On (B)(6) 2015, an additional procedure was performed whereby an aortic extender component was implanted for proximal extension. Intra-operative angiography showed resolution of the proximal type I endoleak, however a small type ii endoleak originating from a pair of lumbar arteries and the inferior mesenteric artery was identified. The procedure concluded and the physician will continue to monitor the type ii endoleak.